Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high impedances since the implant of the leads, and the leads warnings were triggered. It was also noted that the lead integrity issue may have occurred. Ra and rv leads remain in use. No patient complications have been reported as a result of this event.